Event description:
It was reported from a vns programming physician in (B)(6) to their country manager that they had a pt whose seizures were getting worse with stimulation. Since the increase in seizures, their vns has been programmed off and the pt felt much better, but they are continuing to have seizures. It is unk if their seizures are above or below baseline but are being attributed to their vns therapy. They may have their vns programmed back on at a later date and have had some medications titrated. Good faith attempts are underway for further details about the reported event. Thus, far no further details have been received.